Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the safety device of a jelco® protectiv® safety i.v. Catheter separates from the hub, causing blood to flow out of the hub. No injury to patient or clinician was reported.